Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h dialyzer, an external dialysis leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.